Event description:
During an ankle repair procedure being performed the tip of the trocar broke off. Broken portion of the device remains in the patient. The surgeon plans to bring the patient back in a week or so to remove the trocar tip. The surgeon was able to complete the repair. It was also stated that a delay took place but she was unsure of its length. No patient injury or complications resulted. The surgeon had the patient return to remove the broken portion of the trocar. Revision surgery was performed to complete the ankle repair and at that time the broken portion of the trocar was found and removed. Revision surgery went as planned.